Event description:
Customer reported that on the night of (B)(6) 2014, the autopulse platform was deployed on an (B)(6) female patient weighing about (B)(6) pounds. Upon power on, the platform displayed a user advisory 42 (force overload tripped) message. Customer reverted to manual CPR. No further information was provided. However, no adverse patient sequelae was reported by the customer.

Manufacturer narrative:
Customer also indicated that they had a mannequin on the platform for testing purposes and still encountered the reported user advisory 42 message. The product in complaint was returned to zoll on 01/30/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.